Event description:
It was reported that this right ventricular (rv) lead was capped due to it was tested with psa and it was noted that the threshold has been slowly rising. The physician decided to replace the lead. No additional adverse patient effects were reported.